Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set which fell off during use after being used for about 24 hours. Patient confirmed doing physical activity at the time the set fell off and use of skin tac as adhesive aide. Patient's blood glucose level at the time of event was 100 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.